Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. It was reported that the location of the left renal artery was misidentified. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to improper component placement, occlusion of device or native vessel. Additionally, the IFU states: do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur. Per IFU: for angiography, use correct imaging angulation (cranial-caudal, lateral-oblique) to accurately identify origin of branch vessel anatomy. Use an accurate radiopaque patient marking method to assure accurate device positioning and deployment locations. Angiographic images are recommended during the treatment procedure both pre and post-deployment to evaluate device placement and orientation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2023, a follow-up CT examination reveal that the proximal part of the trunk ipsilateral leg endoprosthesis covered the left renal artery. The left renal artery was occluded with thromboses. On (B)(6) 2023, an emergency endovascular treatment was performed. After the thrombectomy was performed, an additional stent graft was placed in the left renal artery. The blood flow into the left renal artery was recovered, and the procedure was completed. The patient tolerated the procedure. Reportedly, the location of the left renal artery was misidentified.